Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was not able to reproduce the reported. Operational inspection was conducted based on the inspection record, and the results were good, so it has been returned to the hospital.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave iabp (intra-aortic balloon pump) displayed a message stating that maintenance is required. There was no injury or harm reported.